Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient lost effective pain coverage due to high impedances on both leads. Surgical intervention was undertaken wherein the right lead was observed to be fractured and migrated. As a result, both leads were explanted and replaced to address the issues. Therapy was restored post-op.

Manufacturer narrative:
The reported complaint of high impedance was confirmed. The received two octrode lead "a" was found with all its wires broken and lead "b" failed the test on electrode 2 and electrode 3 which would cause high impedances. Returned two swift lock anchor's functioned as intended. The cause of the issue is unknown.